Event description:
It was reported that the device would intermittently power on/off by itself and would not operate on battery source. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would intermittently power on/off by itself. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply module at the failure analysis center and observed no dc operation. The root cause for the reported incident was determined to be an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.